Event description:
It was reported that the customer reported he received calibration error and change sensor alerts. During troubleshoot; alarm history was revised and confirmed customer received a change sensor alert after calibration errors. It was stated that since the customer is 10 years old; the use of the device is off label. Transmitter passed functional test. Customer inserted sensor while sitting; customer was advised to change the sensor. Blood glucose level 386 mg/dl; customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.